Event description:
It was reported that the device was undersensing p-waves during atrial flutter due to the post ventricular atrial blanking (pvab) setting of the device. It was discussed that pvab could be narrowed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).